Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain error 101 (night drain cycle one) alarm. The alarm occurred on (B)(6) 2013 08:24:23. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. This complaint is an ancillary service event. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.